Event description:
Customer reported that their pump screen was dark and would not turn on, and despite troubleshooting steps, the screen remained unresponsive. There was no adverse impact to the customer¿s blood glucose level. In response, technical support arranged to send a replacement pump and advised the customer on using a backup method for insulin delivery in the meantime. Additional instructions were provided for returning the faulty pump and setting up the new device.